Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer while using the device. Patient also alleged black particles in the machine and airway. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MDR 2518422-2021-03074 is the original report associated with this device. A duplicate report has been submitted in error for this device under report MDR 2518422-2022-17990. This follow-up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2022-17990-1 has been filed for awareness about the duplicate report.